Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had complaints with incision drainage. It was noted that the incision is still draining and the ipg site was swollen. The patients placed under antibiotics.